Manufacturer narrative:
The ge representative conducted an onsite investigation. The high voltage cable was replaced. The system was tested and is not operating as intended.

Event description:
The customer reported that the 9900 system would not produce an image in the oblique position. No pt injury was reported.